Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review sterile lot review were unable to be conducted for the disposable device as the lot number was not provided by the complainant. According to the instructions for use (IFU) other adverse events: the following adverse event could occur or have been reported in association with the use of the novasure system: infection or sepsis. (B)(4).

Event description:
It was reported a physician performed an uneventful novasure endometrial ablation (exact date unknown) and the patient was discharged home. Approximately, 24 hours later the patient presented to the emergency room with a fever. Her examination was negative and she was discharged home. Two days later the physician notified the patient stating her blood cultures were positive for "streptococcus gallolyticus". The patient then returned to the hospital and was administered antibiotic therapy, even though she continued to have "no evidence of pelvic infection".